Event description:
On 5th use of boost face mask (manufactured by the light salon) suffered transient vision loss / blurred vision of 2 mins in duration with flash burns to eyes. Mask did not come with eye goggles; I had placed a blanket over my eyes (to cover them during mask use) for the cycle. Subsequent f/u with ophthalmologist confirmed flash burns to eyes. Placed on antibiotics. To date, no permanent vision loss appears to have occurred.